Event description:
A medtronic rep reported the site was having difficulty with completing a navigus cranial biopsy. The medtronic rep walked the site through trouble-shooting and they were able to lock the trajectory and get a stop position reading, however, the site reported that the biopsy needle never tracked. The surgeon completed the biopsy, without the use of the stealthstation. There was no impact on the pt outcome.

Manufacturer narrative:
Device manufacture date was not available as the disposable device was discarded and no lot number was provided. The disposable device was unavailable for eval as it was discarded at the site.